Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2016 to report that on (B)(6) 2016 patient had continuous glucose monitoring (cgm) inaccuracies compared to blood glucose (bg) meter. Sensor was inserted on (B)(6) 2016. At the time of contact, no injury or medical intervention was reported. Additionally, it was reported that the patient had taken medication(s) that contain acetaminophen. Labeling indicates: make sure you have not taken any medications containing acetaminophen (such as tylenol). It was reported that the sensor was worn beyond seven days. Labeling indicates: your sensor gives you sensor glucose readings for up to seven days. The performance of a sensor has not been tested beyond seven days.